Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
The nmpa report number is (B)(4): it was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device related to a balloon stent implantation interventional procedure with an 8f sheath. Reportedly, resistance was felt when opening the suture leg [foot] in step 1. After performing steps 2 and 3, only a small segment of the suture was found [suture retrieval issue]. An additional device was used to achieve hemostasis. There was no adverse patient sequela. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issues could not be determined. Factors that contribute to the inability to opening the foot, include, but not limited to tissue or suture caught in foot. Factors that contribute to needle to cuff miss, include, but not limited to interaction with patient anatomy or inability to maintain position/stability of the device during deployment. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.